Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the epicardial leads had elevated thresholds which had increased over time. The device was at elective replacement indicator (eri) in approximately 2 years due to being programmed to maximum output in order to maintain pacing with the epicardial leads. The leads were capped and replaced and the device was explanted and replaced.